Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (unknown onset), visibility/palpability, pain and malposition. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ¿had a problem since day 1 with one side, the implant went down--it dropped¿, ¿infection on that same side 1.5 yrs later¿, ¿pain¿, ¿breast is discolored¿, and concern over recall. Device remains implanted. This record is for an unknown side.